Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. It was reported that stent dislodgement in vivo occurred. It was stated that the stent passed through the coronary artery and the image showed that the stent was not crimped on the balloon. The stent was found at the deformed lesion site. The dislodged stent was not removed. A new stent was deployed. This resulted in a delay in surgery. No further patient injury was reported.

Manufacturer narrative:
Additional information: the lesion was in the middle circumflex artery. The device was inspected before use with no issues noted. Negative prep was not performed prior to use or in the patient. The lesion was pre-dilated. Excessive force was not used. It was later reported that the stent was noted not to be on the stent delivery system when the balloon was being inflated. The stent remained outside the patient, and was found expanded on the operating field. It is believed that the stent would have come loose when the hood and metal wire were removed. A new medtronic stent was deployed with no issues noted. There was a delay in surgery due to the new stent that had to be inserted. No additional surgery was carried out. Intervention was not required as a result of the event. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.